Event description:
A malfunction occurred, indicated by the malfunction code "malf 9," but it did not adversely impact the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, which resolved the issue without recurrence. The customer was advised to continue using the pump and to contact support if the problem reoccurred.